Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device type: location of device: hsg in 2010 showed essure device "not in appropriate position"), pelvic pain ("pelvic pain /pain"), genital haemorrhage ("heavy abnormal bleeding") and pregnancy with contraceptive device ("pregnancy (termination)") in an adult female patient who had essure (batch no. 626212) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2010. The patient's past medical history included multigravida (10may1991;07jul1994;11oct2002;02nov2007.). Concurrent conditions included parity 4 (10may1991;07jul1994;11oct2002;02nov2007.). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleed (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleed (vaginal, menorrhagia) (event splitted for coding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain / loss ,specify which one: weight gain") and fatigue ("fatigue"). In 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and back pain ("lower back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy(partial),salpingectomy(bilateral removal)right tube, left partial) and surgery (surgeries to remove one or more of the essure,hysterectomy(partial),salpingectomy(bilateral removal)). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, weight increased, fatigue and back pain outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: start date and stop date of essure was changed from (B)(6) 2008 to (B)(6) 2008 and (B)(6) 2011 to (B)(6) 2010; respectively. Second date for insertion was (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 95.238 kgs. Hsg performed revealed bilateral patent fallopian tubes with essure device not in the appropriate position. Additionally, an enlarged left fallopian tube was noted consistent with likely hydrosalpinx, for malposition of essure device-location of device. Approximate weight at the time of essure placement 210 lbs in 2010, hysterosalpingogram (hsg) result: malposition of essure device result-devices not in appropriate position, enlarged fallopian tube consistent with hydrosalpinx.. Findings: significant adhesions were .noted within the pelvis, with the left fallopian tube adherent t6 the pelvic sidewall. The tight fallopian tube was free; however, bilateral pelvic adhesions were noted. No visual evidence of an essure device protruding from the uterus. Normal liver edge and uterus. Most recent follow-up information incorporated above includes: on 17-apr-2018: pfs received. Reporter was added. Patient details, pregnancy information, historical condition, concomitant disease and unstructured relevant tests were added. Essure start and stop date was changed. Abnormal bleed (vaginal, menorrhagia), pregnancy with contraceptive device, device ineffective, pregnancy (termination), malposition of essure device type: location of device: hsg in 2010 showed essure device "not in appropriate position, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain / loss ,specify which one: weight gain, fatigue and lower back pain were added as events. Essure lot number was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device type: location of device: hsg in 2010 showed essure device "not in appropriate position"), pelvic pain ("pelvic pain /pain"), genital haemorrhage ("heavy abnormal bleeding") and pregnancy with contraceptive device ("pregnancy (termination)") in an adult female patient who had essure (batch no. 626212) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2010. The patient's past medical history included multigravida: ((B)(6) 1991;(B)(6) 1994;(B)(6) 2002;(B)(6) 2007.). Concurrent conditions included parity 4 ((B)(6) 1991; (B)(6) 1994; (B)(6) 2002; (B)(6) 2007.). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleed (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleed (vaginal, menorrhagia) (event splitted for coding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain / loss ,specify which one: weight gain") and fatigue ("fatigue"). In 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and back pain ("lower back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy(partial),salpingectomy(bilateral removal)right tube, left partial) and surgery (surgeries to remove one or more of the essure,hysterectomy(partial),salpingectomy(bilateral removal)). Essure was removed on 8-oct-2010. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, weight increased, fatigue and back pain outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: start date and stop date of essure was changed from (B)(6) 2008 to (B)(6) 2008 and (B)(6) 2011 to (B)(6) 2010; respectively. Second date for insertion was (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 95.238 kgs. Hsg performed revealed bilateral patent fallopian tubes with essure device not in the appropriate position. Additionally, an enlarged left fallopian tube was noted consistent with likely hydrosalpinx, for malposition of essure device-location of device. Approximate weight at the time of essure placement 210 lbs. In 2010, hysterosalpingogram (hsg): result: malposition of essure device. Result-devices not in appropriate position, enlarged fallopian tube consistent with hydrosalpinx. Findings: significant adhesions were .noted within the pelvis, with the left fallopian tube adherent t6 the pelvic sidewall. The tight fallopian tube was free; however, bilateral pelvic adhesions were noted. No visual evidence of an essure device protruding from the uterus. Normal liver edge and uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (surgeries to remove one or more of the essure). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.